Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer and according to service report the ventilator was thoroughly checked but no errors were showing. Ventilator passed all functional test and was handed over to customer in working condition. No parts replaced. No root cause can be established for the reported issue. Flow transducer test checks the inspiratory and expiratory flow transducer. During this test, the different subsystems concerned are compared. The difference between the subsystems must not be more than ±0.3 l/min. The flow transducer test will pass if the result of this check corresponds to the old calibration factor from a previous pre-use check. The same expiratory cassette must be used. The new calibration factor for the expiratory flow transducer may not differ more than -10% to +15% from factory calibration.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: 960837.